Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID 826638) was implanted on (B)(6) 2025 and was secured using tape. On (B)(6) 2025, the sensor was disconnected while trying to replace the tape. Therefore, the sensor was removed on (B)(6) 2025 and was not replaced. The patient is on follow-up.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826638) was returned for evaluation. Device history record (DHR) - the product code 826638 with lot 7441018 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - catheter received in 2 pieces; distal end 12.3cm long; appears to have been cut/crimped/torn. The issue of the complaint was confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be due to incorrect set-up of device and could also be due to mishandling of the catheter.